Manufacturer narrative:
Unit passed displacement test, self test, restart error test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime, system sensor test due to moisture damage on the force system resistor. The motor was tested outside of the device and passed. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked case and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times during the past month. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.